Event description:
It was reported that this right atrial (ra) lead was an attempted implant. When the physician repositioned the lead, blood pooled between the lead ring and tip. As a result, the lead exhibited oversensing. A new lead of the same model was successfully implanted. No adverse patient effects were reported. This ra lead has returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received that this lead exhibited oversensing. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. When the physician repositioned the lead, blood pooled between the lead ring and tip. As a result, the lead exhibited a sensing anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. This ra lead has returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.